Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to not retain a pin.

Event description:
It was reported that the device would not retain a pin. It is unk if there was pt involvement or adverse consequences associated with this event. No further info is available.